Event description:
It was reported to philips that the was unable to boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing log, fse revealed a sib malfunction. Upon troubleshooting, it is found that the system is not booting due to a malfunctioning dcps power supply. To resolve the issue, fse replaced the power distribution. After replacing the power distribution, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.